Event description:
Customer reported via phone call that that their buttons are having issues. The blood glucose reading is 201 mg/dl. The insulin pump will be replaced.

Manufacturer narrative:
Unit received with intermittent button response due to corroded keypad traces. Unit also received with cracked case on display window corners, minor scratched lcd window, cracked reservoir tube lip, and cracked battery tube threads.